Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was to be used during a gastroscopy procedure performed on (B)(6) 2009 (patient age unk; however over 18 years). According to the complainant, during preparation for the procedure, it was noticed that the forceps was missing one of its jaws. The device was not used and the procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).